Manufacturer narrative:
The system technical performance was reviewed; no technical issues were found. No system malfunction occurred.

Event description:
Patient was treated on (B)(6) 2018 for essential tremor (et). After the treatment the tremor was almost resolved, but the patient experienced weakness on right side of the body and ataxia on the right upper and lower limbs. One day after the treatment, MRI showed lesion in the targeted place accompanied by perifocal hyperintensity. Patient started to take prednisolone and was hospitalized for rehabilitation. Patient was discharged from the hospital on (B)(6) 2018 when symptoms improved. On 1, 3 and 6 months follow up ((B)(6) 2018), the patient visited the site for follow-up. Tremor was suppressed, and the ataxia improved. On (B)(6) dr. (B)(6) informed that these symptoms are expected and known as written in study protocol. He has considered to keep observation and will check again at 1-year follow-up in (B)(6) 2019.